Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to place because the stylette could not pass through the lead properly. It was suspected that there was a thrombus inside the lead, but after repeated washing the stylette still could not pass though the lead. The lead structure was suspected to be abnormal so the lv lead was removed and not used. No patient complications have been reported as a result of this event.